Event description:
The customer reported a charge/shock malfunction error. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported a charge/shock malfunction error. There was no report of pt impact or involvement. Philips evaluated the device and verified the reported symptom. The therapy pca was replaced to resolve the issue.